Manufacturer narrative:
The customer reported the suspected blender solenoid cable assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the fraction of inspired oxygen (fio2) was set at 40%, but the monitored value displayed 100%. The customer performed troubleshooting and determined the most likely cause of the reported event is the blender solenoid cable assembly. The customer reported the ventilator was replaced and there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect blender solenoid assembly for investigation. An evaluation of the component could not be confirmed nor duplicated. The solenoid was activated and was responsive. No leak was detected.